Event description:
It was reported that during the implant surgery, impedances were found to be >7600 ohms. The testing cable was changed and impedances were measured multiple times, but the impedances were still high and had a tendency to increase to >10000 ohms. The lead was replaced and the impedances were normal.

Manufacturer narrative:
Concomitant medical products: product ID: neu_cable/tlock , product type: screening device. Product ID: neu_cable/screen, product type: screening device. (B)(4). (B)(6). Analysis of lead model 3389s-40 ln: (B)(4) found no significant anomalies.